Event description:
It was reported that the patient presented with syncope and the rv lead was suspected to have high threshold and externalized conductors. The lead was capped and replaced. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.